Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety foreign matter was found in the fluid path. The following information was provided by the initial reporter: it was reported that foreign material was found inside the syringe. Brown foreign material found in syringe.

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety foreign matter was found in the fluid path. The following information was provided by the initial reporter: it was reported that foreign material was found inside the syringe. Brown foreign material found in syringe.

Manufacturer narrative:
H6: investigation summary/ four photographs and a microscopic examination summary of a 10ml luer-lock syringe (p/n 301029) were received and evaluated. One photograph shows brown foreign matter in the fluid path of the barrel. The second picture shows a magnified image of the foreign matter and it appears to be a fibrous material. It also has computer measurements on the photo showing the loose particulate to be 2.35mm. A third image of the loose particulate is magnified 100x and various fibers can be seen spreading out from the ¿main body¿ of the particulate. The fourth photo is a 100x magnification image of the barrel tip of the syringe. The microscopic examination summary identified the foreign matter to be brown mass identified as cardboard. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter in the fluid path defect is associated with the assembly process. The batch number is unknown, therefore defective rate cannot be identified. Batch number is required to determine if corrective actions are necessary. A device history review was unable to be performed since no lot number was provided.